Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The son reported via phone call that the customer received a button error alarm. The son also reported the buttons were not functional. The son has replaced the battery on the insulin pump, but the alarm persisted. The customer's blood glucose was unknown. The customer has reverted to manual injections. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.